Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that almost 7 months after the immediate dental implant and abutment were placed in ada site 7 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's peri- implantitis, pain, mobility, trauma and bleeding. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Additional patient code (f10): 2104. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 7 months after the immediate dental implant and abutment were placed in ada site 7 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's peri- implantitis, pain, mobility, trauma and bleeding. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.